Manufacturer narrative:
(B)(4). Foreign- (B)(6). It is unknown whether the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the cleaning process, the impactor was noticed to be fractured. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint was confirmed. Visual examination of the returned product confirms that the screw that holds the pad and handle is fractured. The photograph provided confirms that the impactor pad was also cracked. The product was returned disassembled, the fractured piece of the bolt and the impactor pad were not returned. A piece of the fractured bolt is still attached to the handle. Review of the device history record identified no related deviations or anomalies during manufacturing. Medical records was not provided. The device was manufactured on january 28, 2011 and has therefore been in the field for approximately eight years and five months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned, however, examination of the provided pictures confirmed that there was a crack on the device. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was reported.